Event description:
A healthcare professional reported with a description of intraocular lens was damaged during implantation. The lens was removed during initial procedure. Additional information has been received and stated that the iol was torn in the middle, and only one haptic was attached.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol received loose in a non company pouch. App 50 percentage of the lens returned, half of optic with one haptic. Solution is dried on the iol. The haptic is intact. The optic is torn split cut but no cracks observed on the returned part. The reporter states the use of non company ophthalmic surgical device this is not qualified for use with the associated iol model. The reporter states they have spoken to the entity regarding workflow in the operating room and potential delays in dwell position. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The reporter also noted that discussions have been initiated regarding time spent in dwell position. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).